Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or it add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during an open radical gastrectomy procedure, the jaws of the device could not be reopened while applied to tissue. The surgeon used another device to pry the locked device from the pt tissue. There was no injury to the pt. Another instrument of the same type was opened and used to complete the procedure.